Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn1333 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported a PICC leaked during chemotherapy administration and was found to have several perforations on removal. It was stated nurse noted leakage of fluid from PICC when oxaliplatin and calcium folinate running. The fracture was internal to the patient, documented as several small perforations when flushed with normal saline following removal. No pain or swelling at the time of the incident but it was stated this may develop over time due to nature of chemotherapy. There was no harm to the patient reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the groshong PICC was confirmed, and the cause was determined to be use related. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and a two piece nxt connector had been assembled on the 4 fr groshong tubing. Residue was visible on the external surface of the connector. The catheter extended 44.8 cm from the distal end of the strain relief oversleeve. The groshong valve was intact at the distal end of the catheter tubing. A crease that was split open in the circumferential direction was observed 8mm distal to the 35cm depth mark. The adjacent surfaces of the split tubing were noted to be granular with rounded edges along the external surface of the catheter. The external surface of the tubing also exhibited a polished appearance on opposite sides of the circumferential split. Creases in the circumferential direction were observed 6mm and 14mm proximal to the split. Semi-circumferential creases were also observed 6mm, 14mm, and 20mm distal to the split. A breach in the tubing was observed at the terminus of the crease that was located 6mm distal to the split. The external surface of the tubing exhibited a polished appearance on opposite sides of the circumferential creases. The characteristics observed in the tubing indicate that the catheter was kinked or flexed during use. Flexural fatigue occurs due to cyclic kinking of the catheter tube during use in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. No defects related to the manufacturing process were noted on the complaint sample. The split in the circumferential direction most likely weakened the tubing and allowed the catheter to completely break during removal. A lot history review (lhr) of rebn1333 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported a PICC leaked during chemotherapy administration and was found to have several perforations on removal. It was stated nurse noted leakage of fluid from PICC when oxaliplatin and calcium folinate running. The fracture was internal to the patient, documented as several small perforations when flushed with normal saline following removal. No pain or swelling at the time of the incident but it was stated this may develop over time due to nature of chemotherapy. There was no harm to the patient reported.